Event description:
New information received notes the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one episode of noise was seen on the rv lead which inhibited pacing. The noise was not reproducible. The patient was pacer dependent. Tachy therapy was turned off.